Event description:
Reporter stated the customer experienced hyperglycemia of 400 mg/dl on (B)(6) 2015. She had a dry mouth and was dizzy, and she vomited and lost consciousness. Her husband delivered insulin and she was then taken to the hospital. She was admitted to the intensive care unit with diabetic ketoacidosis, and she received serum therapy. There were air bubbles in the infusion set, and the customer believes this along with a "flu episode" caused hyperglycemia. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer's weight was provided as (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.